Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient did not have utis before being implanted in (B)(6) 2014 and they had probably had 24-36 since then. The patient reported they didn¿t know the cause of their utis, they were not aware of it being related to their underlying urinary dysfunction, and they thought they were related to the implant. The patient reported the actions performed for their utis included every antibiotic you can think of. The noted not being able to take fluconazole, macrobid, bactrim, and augmentin. No further complications were reported.